Event description:
It was reported that during an unknown procedure, the clips do not fully close. It is unknown how the case was completed. It is unknown if there were any patient consequences.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records. Additional information requested and received: which firing of the device did this event occur on? First firing. What vessel or structure was the device fired on at the time of the event? N/a. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? N/a. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? N/a.